Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in resetting it, and no malfunction recurred afterward. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which they acknowledged and understood.